Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones due to premature battery depletion. The patient went to the clinic where it was indicated the device battery had only 5% left of capacity and a replacement was scheduled. This s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones due to premature battery depletion. The patient went to the clinic where it was indicated the device battery had only 5% left of capacity and a replacement was scheduled. This s-ICD remained in service and was eventually explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones due to premature battery depletion. The patient went to the clinic where it was indicated the device battery had only 5% left of capacity and a replacement was scheduled. This s-ICD remained in service and was eventually explanted and replaced. This product is expected to be returned for analysis. No additional adverse patient effects were reported.